Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported signal loss during testing. Physio observed the therapy cable connector loose, but observed proper device operation. The device was returned to the customer for use after confirmation of proper operation through functional and performance testing. A conclusive cause of the reported event was not determined.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported signal loss during testing. Physio observed the therapy cable connector loose but observed proper device operation. The device was returned to the customer for use after confirmation of proper operation through functional and performance testing. A conclusive cause of the reported event was not determined. Physio-control evaluated the device and was unable to verify or duplicate the reported signal loss during testing. However, physio observed the therapy cable connector loose. Physio replaced the therapy cable connector and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy connector determined the most likely cause for the reported failure to be damaged/broken inserts that resulted in loose fit with the mating connectors.

Manufacturer narrative:
(B)(4). The customer reported that the therapy connector was loose. Physio-control has received the device for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device dropped a signal through the therapy cable when the user was either pacing or monitoring a patient. The device issue had no adverse effects on the patient. There were no further details on the event and/or the patient provided.